Event description:
It was reported that a patient's implantable neurostimulator (ins) battery depleted "prematurely". It was stated that the patient's doctor told her that her batteries were depleting faster because she never turned them off. It was noted that the patient was never given a programmer to turn the batteries off at night, just a magnet to turn the device off if needed. It was stated that the batteries "hardly had any power left to them". Additional information has been requested, but was not available at the time of the report. The patient had two devices implanted. Refer to manufacturer report #3004209178-2013-21927 for information on the second device.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type lead. (B)(4).